Event description:
It was reported that the customer was hospitalized due to low blood glucose levels and that there was an inaccurate sensor glucose reading leading up to the event. The blood glucose reading was 30 mg/dl, compared with the sensor glucose reading of 90 mg/dl. The difference was not within acceptable range. The customer stated that she had a seizure and her husband treated her with glucagon, followed by a call to emergency medical technicians. Upon admission to the emergency room, she was treated with food, monitored, and given 1 liter of fluids via intravenous drip. The customer noted that she had occasionally had bent sensor cannulas but very rarely. She confirmed that the sensor used during the event did not have a bent cannula. She was advised that the sensor may not have situated properly in the interstitial fluid, preventing the sensor from properly tracking changes in glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.